Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post dialysis catheter placement, the blue luer connector of the dialysis catheter allegedly aspirated air. There was no reported patient injury.

Event description:
It was reported that some time post dialysis catheter placement, the blue luer connector of the dialysis catheter allegedly aspirated air. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot number for the device was not provided, therefore, the device history records could not be reviewed. Investigation summary: one 19cm soft-cell 10f catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is inconclusive for aspiration of air into the blue luer connector, as the sample was observed to be patent to infusion and aspiration with no leaks observed during in-lab functional testing. However, details regarding the location of the air aspiration issue and connection at the blue luer connector were not provided. The surface of the observed complete circumferential break at the distal end of the returned device appeared to be smooth with striations and the edges appeared to be sharp. The definite root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.